Event description:
It was reported that the right ventricular (rv) lead triggered alerts for undefined high out of range (oor) bipolar and unipolar pacing impedances. It was further reported that the rv lead exhibited undersensing resulting in misclassification of episode detection. It was further reported that the right atrial (ra) lead triggered an alert for undefined high out of range (oor) bipolar pacing impedance. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddpa2d1 ICD, implanted: (B)(6) 2025, 457453 lead, implanted:(B)(6) 2023, 383069 lead, implanted:(B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.